Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor screen was dark with either battery. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (dark screen) has been confirmed. Upon eval, the high-voltage capacitor (c20) was broken off of the defibrillator board and there was damage to the defibrillator and computer / analog boards. The cause of the dark screen is damage to the boards. The cause of the damage boards is the disconnected high-voltage capacitor (c20) from the defibrillator board, the cause of the disconnected capacitor is fractured solder joints. The cause of the fractured connection is likely physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.